Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. The amount of units of insulin at the time of the load process was not provided. Customer's blood glucose level was 251-253 mg/dl. A new cartridge was loaded resolving the issue.